Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized due to hyperglycemia, with a blood glucose greater than 600 mg/dl. The patient also had abdominal pain and nausea. It was stated that the patient was not getting his basal rates, but he was getting his bolus deliveries. The caller also stated that the up and down arrow buttons were not responding properly. The patient was blind, and unable to troubleshoot. The patient had an upgraded insulin pump at home, and did not want to use it because he didn't feel in was working properly. Advised that the insulin pump would be replaced if he felt uncomfortable using it. The upgraded unit was not the one being worn at the time of the hospitalization. Nothing further was reported.